Manufacturer narrative:
Device not returned. An event regarding crack/fracture involving a mcreynolds impactor adapter was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon was attempting to remove an accolade2 stem and the hudson adapter that was threaded into the stem broke at the stem/bolt junction during attempted back slapping. Surgeon then opted to use an "orthovice" backslap to remove the stem. Additional event information: the patient was revised due to an incident of dislocating.

Event description:
Surgeon was attempting to remove an accolade2 stem and the hudson adapter that was threaded into the stem broke at the stem/bolt junction during attempted back slapping. Surgeon then opted to use an "orthovice" backslap to remove the stem. Additional event information: the patient was revised due to an incident of dislocating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.